Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation where service found the bezel had crack in both bottom corner, the rear cover had a crack next to the bottom 2nd mount hole, cloudy shadow spots in the center of the image due to a faulty lcd panel, and confirmation of the user request: the image is intermittent due to a faulty qb board. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, the phenomenon likely occurred because of the defective qb board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The intended procedure was a therapeutic gastroscopy. The intended procedure was completed using a different monitor. There was a delay of unspecified time; the patient was under general anesthesia. There was no patient injury that occurred, associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus. At this time, there are no evaluation results available. The investigation is ongoing and the root cause of the reported event has not been determined. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the monitor intermittently "shutdown" and the screen back of the monitor turned glowing red. The problem, as reported to olympus, was identified during a procedure. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.